Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited loss of capture and decreased r waves resulting in undersensing. Chest x-ray confirmed that the pacemaker had migrated and dislodged the rv lead. Rv sensitivity was adjusted prior; the pacemaker was then repositioned and remained implanted while the rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.